Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys hcg + beta test system results for two patient samples. Of the data provided, only the results for one patient sample were a reportable malfunction. The initial result was 8.6 u/l and was reported outside of the laboratory to the physician. The same sample was repeated on (B)(6) 2018 and the result was 1.2 u/l. There was no allegation of an adverse event. The reagent lot number was 240444. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent issue could be excluded as the provided qc data was acceptable.